Event description:
It was reported that a high drain 102 alarm occurred on a homechoice (hc) machine. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The home patient (hp) had an ultrafiltration (uf) of 3052ml and a cycle 2 ultrafiltration of 2749ml. The hp had filled manually with 2l at the hospital and only drained 1039ml during initial drain when she connected to the machine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. A review of the event history log confirmed the reported issue. External and internal inspections were performed and the device passed, along with the rite (returned instrument test evaluation) functional testing. The electrical testing that was performed revealed no issues and pneumatic system testing found that all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The cause of the reported issue was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A contributing cause could have been use error, the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.